Event description:
The manufacturer received information alleging a ventilator flow sensor was not connecting. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.